Manufacturer narrative:
The reported problem and the lot number combination is the same failure already documented in a field action fa-2024-050. The investigation has been performed and identified the causes of the reported particulate matter within the inlet primary packaging inlet components (including within the sterile fluid path tubing) are related to multiple root causes associated with process/procedural controls, materials, environment, and machine/tooling during manufacturing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign matter contamination was observed within and unspecified quantity of exactamix syringe inlets. The foreign matter was described as, ¿black spots or fur-like substances¿. This was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information: d9, h3, h4, f10/h6: component codes, h6 (update codes), h11. Correction: b5. B5: update "and unspecified quantity of exactamix syringe inlets" to "an exactamix syringe inlet" (there was just 1 alleged). Update "black spots or fur-like substances" to "blue print (particulate matter)". H4: the lot was manufactured in october 2023. H11: the device was received for evaluation. Visual inspection was performed a blue particle of foreign matter was identified on the inlet tube. The reported condition was verified. The cause could not be determined; however, the cause was most likely due to variations of the manufacturing process which resulted in some fiber particulates contamination to be in the packaging. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.